Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl. The customer alleged that the pump was not delivering insulin. Subsequently, customer was hospitalized. Bg was treated with intravenous drips and potassium. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.